Event description:
Pseudosepsis/acute inflammatory reaction [inflammation]. Case description: spontaneous report received on 31-oct-2008 from a pharmacist, via FDA medwatch report (B)(4), regarding a pt, initials unk. The pt had a medical history of left knee monoarthritis. The pt received an unk number of synvisc injection(s) on unk date(s). On (B)(6) 2008, the pt experienced pseudosepsis or a severe acute inflammatory reaction. The pt was treated with methylprednisolone, on an unk date, at a dose of 40mg intramuscularly and methylprednisolone, again on an unk date, at a dose of 16mg given by an unk route. As of the date of receipt of this report, the pt has recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.